Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the unit was found to function as intended. The customer battery and alternating current power adapter were not returned. A review of the event history log revealed one 'improper shutdown' message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when the battery was moved. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.